Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined the image was no longer displayed due to charge-coupled device (ccd) failure. The cause of the ccd failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the color lines on the screen was due to a faulty printed circuit board. Additional evaluation found that there is a slice on the cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head, the image disappears. The connector has to be held in place and if not, there is colored lines. The issue occurred during preparation for use. There was no reports of a delay or patient harm associated with the device.